Event description:
Customer reports four incidents of blood leaks at the interface of the blood port of the psn 170 dialyzer and cobe c3 bloodline. Incidents occurred at the start of treatment and were noted visually. Blood loss was reported as minimal. Blood was returned to the patient and treatment was resumed with new disposables for each incident. Treatment was completed without further incident. No patient injury or medical intervention was reported per customer.